Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The complainant indicated the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 13, 2020 that a hot axios stent was implanted to treat a pseudocyst in the pancreas during an endoscopic ultrasound (eus) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent was successfully deployed; however, the physician thinks the tip of the catheter was detached inside the patient. Reportedly, the delivery system was difficult to remove from the scope after placement of the stent. The stent remains implanted and the tip will be removed during the scheduled removal of the stent. There were no patient complications reported as a result of this event. The patient's current condition was reported to be fine.